Manufacturer narrative:
Upon further evaluation, service found the front and rear panel had deformities, four suction feet at the bottom had weak suction, the main chassis had deep scratches in the paint, and the plastic cap on the power switch in the front was torn. The air pressure fluctuated when wiggling the air gauge, due to worn out connector socket and air joint unit. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that the subject device¿s a/c connector in the back was loose. The issue was observed in the decontamination room. There was no patient or user injury reported due to the issue. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the a/c inlet in the rear was damaged and pushed in, creating an electrical hazard. This report is being submitted for the malfunction found by service during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.